Manufacturer narrative:
The previous report stated the device was returned and evaluated. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery oscillator device did not work. According to the report, the user attempted to use multiple battery devices and casing devices and the device had zero power. The event was not reported to have occurred during surgery. There were no delays to a planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however the reporter stated that the event occurred in the month of aug 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.